Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that there was positive tenderness over the bilateral lumbar paravertebral muscles, midline lumbar spine. The patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively.